Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not close securely on vessels, leading to clips falling away from the vessels. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 06/22/2006.